Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records and communication. Additional information has also been received from the customer. This supplemental report is being submitted to provide this information. At the time of the event of the reported loss of image during procedure, when the customer had called the technical assistance center for trouble shooting, the image had been obtained by reseating the cables. A further call was not made for trouble shooting. Customer has responded with information for the event, though qualifying that she cannot be completely certain of the facts, that the procedure was a colonoscopy and the patient had been sedated when the no image issue was observed. The procedure was rescheduled with no adverse impact or harm to the patient. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The device not being returned, a root cause of the issue cannot be determined. Since the image had been available by reseating the cable, it is possible that there was damage to the cable by application of excessive force, or the phenomenon is occurring due to poor contact of the light source cable connector portion of cv-190.

Manufacturer narrative:
During a phone call with tac (technical assistance center) support engineer, the customer was instructed to try moving cables around, and the device showed an image however, the tac engineer did not feel that it was the cable that has the issue. The customer was advised to send in the cv-190 for evaluation. To date, the subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that at the start of an unspecified procedure the device was found no image on the sony monitor device. The patient has been sedated when the event occurred. There was no patient harm or injury reported. No user injury reported.